Event description:
It was reported to manufacturer that the vns patient passed away. The site reported that the patient had aspirated and was taken to the emergency room with decreased oxygen. The patient coded in the emergency room and was subsequently placed on a ventilator. The patient reportedly expired due to aspiration and respiratory distress.